Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain analysis to confirm the reactivity of the fya antigen. The results were satisfactory. Customer sent the two patient samples to ocd for further investigation. Quality assurance performed testing of the two returned patient samples against the retained lot of vs214. A 1+ reaction was observed with one of the samples using a 40 minute incubation. No reactivity was observed with the second sample.